Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that evidence of moisture ingress was observed. In addition, it was reported that the battery cap was damaged. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 05/27/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/12/2015 with the following findings:the battery compartment was observed to be cracked in the thread area and below the grip pad. The torque slot of the returned battery cap was found to be damaged; however, the returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). There was no evidence of moisture ingress inside of the battery compartment or on the underside of the returned battery cap. The pump was able to maintain power with the returned battery cap installed. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no evidence of internal damage or defect was found. The reported moisture ingress issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.